Event description:
Administration set was inserted into intravenous piggyback bag before chemotherapy drug (mitomycin) was added to bag. This is done to prime intravenous set (line). When bag with chemo med & attached set was taken out of hood arm and shaken, the spike part of admin set broke off splashing chemo medication on floor and on person of pharmacist.